Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The device was also received with broken reservoir tube lip. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 190 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.